Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was confirmed on x-ray to be pointing downward, and during check there was no capture. The lead remains in-service, and the device was reprogrammed to vvi. The field representative went over using the remote monitoring system with the patient, and it was mentioned that a revision procedure would be performed at a later date. No adverse patient effects were reported.